Event description:
It was reported that during a knee procedure using a disposable kit for 1.8 mm shoulder q-fix, the drill's built in stopper broke and got stuck in the guide. This deficiency resulted in the surgeon drilling an additional bone hole to complete the procedure. There were no significant delays or pt complications reported as a result of this event.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Similar complaints have been previously investigated and identified that the materials used in the drill stop and drill guide handle may not be adequate to resist the heat created by frictional effects when the drill stop engages the drill guide, causing the materials to fuse or bond together under certain conditions. The failure mode associated with this complaint is being addressed through a corrective action and a revised design released. The DHR review confirmed that the device associated with the lot number involved in this complaint was manufactured prior to the design revision. There are no indications to suggest the device did not meet product specifications upon release into distribution.